Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins). It was reported that pt could not get their ins charged. Pt stated that it would look for device and then say it could not find the device and checking recharge quality. Pt stated that they had reset controller which didn't do anything and the issue seemed to be getting worse. Pt stated that they tried to charge for a couple of hours and only got to 50%. Pt also stated that the recharger gets hot. The manufacturer's patient services specialist (pss) advised pt to reset the controller and after the reset, the controller showed 60% charged for the controller and ins was 50% charged. Pt was seeing all 100s in passive recharge mode and stated they were trying to recharge and it would never start charging during the call after the reset. The controller was showing passive charge mode prompts. Pss advised pt to check for damage and pt stated that there was no damage. The issue was not resolved. No symptoms were reported. A replacement recharger was sent out.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (B)(6) revealed a recharger telemetry module (rtm) failure: rms voltage at the h field probe. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.